Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's case manager reported via telephone call that the customer got sick and fell while working. The customer works on a railroad. The customer was admitted to the hospital. The customer blood glucose had been rising and the customer noticed that the infusion set was not inserted. The customer was treated for diabetic ketoacidosis in the hospital with intravenous fluids, insulin shots and drip, and hepron. The blood glucose at the time of hospitalization was 970 mg/dl and was 344 at the time of the call. The customer was unable to troubleshoot for high blood glucose due to having a CT scan.